Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Modelepk-3000-us is available in the USA with a 510k number k172156. Evaluation summary it was caused due to dust in the unit. In addition, we confirmed that the cooling fan corroded, the power supply unit corroded. And the xenon lamp failed by "end of life" or "degradation"; however, these are not related to the alleged complaint. Repair replaced the cooling fan,power supply unit,xenon lamp. This report is being filed as part of the pentax backlog management plan.

Event description:
Error code 03-2400 displayed. There is also a high-pitched noise from inside the main body. The lamp button blinks (cannot be confirmed). After restarting, the symptomatology disappears and it can use it. This event occurred at the time of before use. There was no report of patient harm.